Event description:
Technical services provided additional information that, after reviewing the logs and reports, the median recharge coupling was 5, which is considered good. Since this is just a median value, it does not provide all of the coupling values, but it does indicate that at least 3 of the last 5 recharge sessions were considered good or better. Based on the graph, there may have been one bad session, but the sessions before and after were good. No other information in the files indicated what the problem could be.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that the patient was still having difficulty getting the recharger to maintain coupling. The patient charged for close to two hours yesterday and started and ended at 50% charge. They gets an 'excellent' connection but loses it easily with little to no movement. The rep said they had tried three (3) different rechargers for this patient. The rep reconfirmed x-ray looks normal.

Manufacturer narrative:
H3. Analysis of the neurostimulator (s/n (B)(6)) found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient stated their therapy shut off sometime between (B)(6) 2024 (the patient was not sure exactly when). The patient felt their symptoms worsen on a trip, and when they came back home, their remote revealed that the therapy was off. There was a previous report in which the patient said the ins shuttled off while charging. Logs were inconclusive, and the patient received a new recharger. The patient said their new recharger still has difficulty coupling. See pe 706539580 for the previous report of the ins shutting off and pe 706563708 for the wr replacement/coupling issue. Logs were attached for analysis on 07/17/2024.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-jul-24 by the manufacturer representative (rep) about the patient's reports to determine the cause of the battery shutting off. Ts reviewed with the rep upon review with engineering as well that most often in these cases, stim-off scenarios were related to the ins battery depleting to the point where stim turns off. Based on recharge stats, the last charging date was on (B)(6), and the patient said they turned therapy on (B)(6) and that the patient was not charging the ins to full but that in the 2 most recent charging sessions, the patient got up to 75%. The patient's recharge interval was about every other day, and for less than an hour of charging time, the patient lost about 25%/ day. The stats were slim for july events and therapy availability to provide any more information. The rep will talk to the patient regarding this information and will talk to the doctor about the difficulty the patient has connecting with the wr. Pt was or had gotten a replacement one but still had troubles. Ts discussed best practices and using the wr application to confirm the coupling status at the time. Median coupling was shown as 6 bars out of 8. Additional information was received by the manufacturer representative (rep) that the patient got an x-ray, and the md said it appeared normal. The patient said the new recharger had not resolved the coupling issue. The rep and the patient will try to meet to review the charging technique and encourage the patient to charge for a longer duration during their charging sessions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Tech services called rep to review that recharging was good based on data.

Event description:
The manufacturer representative (rep) provided additional information, confirming that after trying multiple rechargers, file analysis, and tape, the battery was finally replaced. The device was returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received by the manufacturer representative (rep), who confirmed with the hcp that the issue was not resolved. They're trying to order an x-ray. A new recharger was ordered, and the device was shut down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.